Manufacturer narrative:
A water trap bowl was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and cracks were found on the bottom of the bowl. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause was isolated to the manual drain was over-torqued causing cracks at the bottom of the bowl. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a leak. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service engineer (se) confirmed the leak and replaced the water trap. The issue was corrected. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.